Event description:
The patient contacted lifescan and reported that their meter was reading inaccurately high. The patient had received a result of "hi" on their meter. During troubleshooting, it was verifed that the meter was in the correct unit of measurement (mg/dl). The test strips were within the expiration date, however, the membrane of the strips were discolored. The patient was feeling "drunk and dizzy" at the time of concern and they were taken to the hospital. Greater than 30 minutes later, the hospital metr result was 600 mg/dl, which matches the high result on their meter. They were placed on IV insulin. The treatment also matches the high result of their meter. The patient was sent a replacement meter, test strips and control solution.